Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer member reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 435 mg/dl at the time of the incident and was treated with insulin pump and manual injection. The customer¿s other blood glucose was 429 mg/dl. The customer reported that their blood glucose was 400 mg/dl for the last two days. Drops came out of tubing when the customer tested the tubing. The customer alleged that the insulin pump was under delivering as the insulin pump only goes to 0.3. The customer experienced abdominal pain, stomach gas, bowel movements and neck pain with stiff neck. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that the insulin pump was worn during a medical procedure/test around an MRI. The insulin pump passed the displacement test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. The insulin flow blocked alarm functioning properly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).